Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq warranty meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter was reading inaccurately at 7am on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of 9.8 mmol/l compared to 5.6 mmol/l on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs's criteria for accuracy. The patient manages his diabetes with insulin, which he self-adjusts. The patient denied making any immediate changes to his normal diabetes management routine after obtaining the alleged inaccurate result; however, he indicated that at 9:30am he adjusted his insulin and administered 80 units of novorapid and 80 units of levemir. He reported that at 10:30am on (B)(6) 2016, he developed symptoms of shaky and weak. No additional treatment or medical intervention was specified. The patient denied using any other device to check his blood glucose levels. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure. The csr noted that the patient's test strips were within expiry date and had been stored correctly, and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. The issue remained unresolved. The products involved in the complaint were requested back for investigation, but the patient's test strips had all been used and were unavailable for return. Replacement products were sent to the patient. In conclusion, this complaint is being reported because the patient claimed he obtained an inaccurately high reading on the subject meter, adjusted his medication based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia, after the start of the alleged issue.